Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had two isolated stored signal artifact monitoring (sam) episodes due to oversensing of the minute ventilation (mv) feature signal on both the right atrial and the right ventricular channels. This resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, the sam episode revealed a high out-of-range impedance measurement on both channels with noise from the same day stored were stored. Which was believed to be caused by a cardioversion intervention. The product remains in service and no adverse patient effects were reported.